Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows; "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Patient called and reported a lap-band port removal due to an alleged system leak. The device is being retained by the patient. Per the patient, "a different doctor performed [the] removal surgery but [the patient] did not recall the doctor's name" and the patient did not provide permission to contact her original physician. The patient did not recall any additional information but is in the process of gathering medical records and may call allergan back for additional information.